Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 alarm occurred during testing. A review of the pump history file reveals the pump experienced two (2) pump error 53 (linenumber 0 filenumber 0) alarms (B)(6)2023 at 10:12 and (B)(6)2023 at 21:28). S/w version 5.2a pe 53 line number = 0; file number = 0, possible hw, bum faults: due to pump history, software error occurred two times first on (B)(6)2023 at 10:12. Second on (B)(6)2023 at 21:28. Possible bum fault as per file ID 0 or >32100 line number 0 or >10000. File/line numbers are incorrect, which is typical for cpu exception (suspect hardware issues). Further review of the history file reveals on (B)(6)2023 at 18:48 there was a pump error 41 (linenumber 713 file number 121) motor voltage error alarm and a pump error 43 (linenumber 589 file number 121) motor drive error alarm that occurred due to the motor registering a voltage failure (the measured voltage is not within the threshold). The pump was cut open for a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, and pillowing keypad overlay. Pump error 53, pump error 41, and pump error 43 alarms are confirmed due to moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53-¿¿software error detected¿¿. Troubleshooting was performed and was able to clear the alarm successfully and customer able to complete rewind. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. It was unknown whether the customer continued the use of the insulin pump and the insulin pump will be returned for analysis.